Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 53 mg/dl was recorded by continuous glucose monitor (cgm) at 9:40:15 am and 9:45:12 am on (B)(6)2019 cgm alert 1 (cgm low alert) enunciated. Blood glucose (bg) of 51 mg/dl was recorded by continuous glucose monitor (cgm) at 5:39:07 pm on (B)(6)2019. Cgm alert 1 (cgm low alert) enunciated. Blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 8:18:53 pm on (B)(6)2019. Cgm alert 1 (cgm low alert) enunciated. Blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 11:42:55 pm on(B)(6)2019. Cgm alert 1 (cgm low alert) enunciated. Blood glucose (bg) values from 45-46 mg/dl were recorded by continuous glucose monitor (cgm) around 9:02:35 pm on (B)(6)2019. Cgm alert 1 (cgm low alert) enunciated. A tubing fill of size 11.3 units was observed on (B)(6)2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 10/13/2019 and 10/14/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On 10/28/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On 11/1/2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On 11/1/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On 11/9/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On 11/14/2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 46 mg/dl); cause was not known. Customer consumed glucose tablets to address low bg. Recommendation was made for customer to discuss event with a healthcare provider.